Event description:
It was reported the filter was bent and got twisted, and resulted in not opening enough. There was no patient injury reported. Despite attempts, no additional information has been received to date

Manufacturer narrative:
The DHR was reviewed and the lot met all release criteria. The sample was not returned for evaluation. Based upon the information submitted, the results of the investigation are inconclusive and the root cause is unknown.